Event description:
Reported per clinical trial (B)(6): on (B)(6) 2017 - subject patient underwent robotic assisted technique for first time recurrent incisional umbilical hernia repair procedure. The size of hernia defect was 2.1cm x 2.2cm. A bard/davol phasix st mesh was placed in an underlay fashion intra-peritoneally with sutures. Facia and full skin closure was achieved using sutures and adhesive skin closure. On (B)(6) 2017 - subject patient diagnosed with post operative ileus with nausea/vomiting and placed with nasogastric (ng) tubing for decompression and the patient diet was advanced slowly. The patient was discharged from the hospital on (B)(6) 2017. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved. On (B)(6) 2018 ¿ subject patient underwent physical examination and was diagnosed with a hernia recurrence. On (B)(6) 2019 - subject patient underwent recurrent incisional umbilical hernia repair procedure. Reportedly, the mesh was found to disintegrate during the adhesions removal from the anterior abdominal wall. The mesh was removed partially and replaced with a bard/davol ventralight st mesh. Patient was discharged on same day. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and possibly related to the index procedure. The outcome for the ae is reported as recovered/resolved.

Manufacturer narrative:
As reported, approximately one year post-implant of the phasix st mesh, the patient was diagnosed with hernia recurrence. During the revision procedure it was noted that the mesh was found to disintegrate during removal of adhesions. The mesh was removed partially. As reported, the ae is resolved. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and possibly related to the procedure, however, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of surgery. The adverse reactions section of the instructions-for-use supplied with the device lists hernia recurrence as a possible complication. This MDR reports the ae of hernia recurrence. An additional MDR was submitted to report additional ae of post operative ileus. Not returned - partially explanted.

Event description:
Reported per clinical trial dvl-he-020: (B)(6)2017 - subject patient underwent robotic assisted technique for first time recurrent incisional umbilical hernia repair procedure. The size of hernia defect was 2.1cm x 2.2cm. A bard/davol phasix st mesh was placed in an underlay fashion intra-peritoneally with sutures. Facia and full skin closure was achieved using sutures and adhesive skin closure. (B)(6)2017 - subject patient diagnosed with post operative ileus with nausea/vomiting and placed with nasogastric (ng) tubing for decompression and the patient diet was advanced slowly. The patient was discharged from the hospital on (B)(6)2017. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved. (B)(6) 2018 subject patient underwent physical examination and was diagnosed with a hernia recurrence. (B)(6) 2019 subject patient underwent recurrent incisional umbilical hernia repair procedure. Reportedly, the mesh was found to disintegrate during the adhesions removal from the anterior abdominal wall. The mesh was removed partially and replaced with a bard/davol ventralight st mesh. Patient was discharged on same day. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and possibly related to the index procedure. The outcome for the ae is reported as recovered/resolved.

Manufacturer narrative:
As reported, approximately one year post-implant of the phasix st mesh, the patient was diagnosed with hernia recurrence. During the revision procedure it was noted that the mesh was found to disintegrate during removal of adhesions. The mesh was removed partially. As reported, the ae is resolved. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and possibly related to the procedure, however, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of surgery. The adverse reactions section of the instructions-for-use supplied with the device lists hernia recurrence as a possible complication. This MDR reports the ae of hernia recurrence. An additional MDR was submitted to report additional ae of post operative ileus. Addendum: h11: this is an addendum to the previously submitted MDR to report the correct lot release date. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - partially explanted